Event description:
As reported by the user facility: the nurse stated, "we set up the pump to deliver feeding to an nasogastric tube. The feeding were either formula, breast milk or a combination of the two. The feedings were set up as bolus at a variety of rates. Examples of rates would be 22ml/hr, 24ml/hr and 30ml/hr. The pump would beep and there would still be 6mls left in the syringe. We switched pumps and didn't have the problem anymore." No patient injury. This happened within the last month. No information on the tubing or syringe.

Manufacturer narrative:
(B)(4). The actual device has been received and the investigation is ongoing at this time. A follow up report will be provided when the investigation results become available. (B)(4).